Event description:
Recall. On (B)(6) 2021 I contacted philips respironics to place my husband's name on their list to have a replacement or a repair kit sent to repair the CPAP machine. I explained to them that my husband has lung cancer and he cannot use the defective machine any longer. I have called them and nationwide several times asking when this will be completed. My husband is dying and they still ignore me. We have a machine that he cannot use. It was recalled because it was defective.